Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) to report difficulties establishing telemetry. Telemetry was successful after the tablet programmer was rebooted. No further intervention was required.